Event description:
Surgeon went to drill a hole to place a screw, when he advanced the drill bit into the guide, bone dust came out of the drill guide from a previous surgery. He was hovering over the operative site while doing this therefore bone dust got into the wound. It was discovered that the reservoir inside the cannula still held bone dust. Device was difficult to scrub, and sterile processing¿s equipment is unable to properly clean reservoir.